Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed that the pump battery depleted from 100% to 40% within one day. The customer¿s blood glucose level was 86 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.